Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured during an inflation attempt. It was further reported that there was difficulty fully deflating the balloon and subsequently was not able to be retracted through the sheath. After attempts to deflate and retract the balloon through the sheath, it was identified that a segment of the balloon detached and remained in the patient. Reportedly, the heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp decided to call a surgeon to surgically remove the detached segment. The patient was reported as asymptomatic post procedure and was discharged on the same day.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was not returned for evaluation; however five images were provided for review. Based on the image review, the reported deflation, rupture, retraction, and detachment issues could not be confirmed. Therefore, the investigation is inconclusive for the reported issues. The definitive root cause for the reported issues could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured during an inflation attempt. It was further reported that there was difficulty fully deflating the balloon and subsequently was not able to be retracted through the sheath. After attempts to deflate and retract the balloon through the sheath, it was identified that a segment of the balloon detached and remained in the patient. Reportedly, the heath care provider (hcp) attempted to retrieve the detached segment using a snare device but was unsuccessful. The hcp decided to call a surgeon to surgically remove the detached segment. The patient was reported as asymptomatic post procedure and was discharged on the same day.